Manufacturer narrative:
The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a distributor reported that the doctor noticed that the emg tube could not detect nerves when they tested the system after intubation. The probe could detect electricity but there was no sound at all. The staff reconnected all the connections but could not solve the problem. The doctor replaced the emg tube and the new one could function properly with the same probe and system. The procedure was a thyroidectomy and was the initial use of the tube. The procedure was delayed for about 10 minutes. It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Evaluation of the returned device indicated that visually, there were scratches and abrasions in the electrode contacts which may have resulted in the reported event. One such abrasion had a zig-zag pattern. Electrically, the resistance of the electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 21 ohms, red [w/white stripe] erratic ohms to an open circuit, blue 28 ohms, and blue [w/white stripe] erratic ohms to an open circuit. There were no shorts between circuits. The best ohm readings of the (red [w/white stripe] and blue [w/white stripe]) where near the proximal end of the contact. Both out of specification circuit contacts are next to each other and on the outside of the main tube radius. If information is provided in the future, a supplemental report will be issued.